Manufacturer narrative:
Product analysis found broken cable. The cable isolation is cut. The customer complaint could not be confirmed. The device works normally. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe is broken (non-specific). There was no patient impact.